Event description:
Device malfunction: none. Adverse event: confusion. Time of ae: 5 hours post-procedure, 2007. It was reported that five hours post left internal carotid artery stent placement, the pt experienced confusion and severe agitation, with subsequent prolonged somnolence secondary to high doses of sedation medication, and possible reperfusion injury. He had no focal neurologic deficits. He did have fever due to a pre-existing enterococcus urinary tract infection (uti) on admission with subsequent pseudomonas uti prior to discharge. Initial CT scan of the brain was unclear for possible infarct, but a follow-up CT scan showed no evidence of acute stroke. As his somnolence was improving, his family felt the pt had some dysphasia and dysarthria but evaluation was difficult as the pt is non-english speaking. The pt made a gradual recovery to his baseline mental status. He was severely deconditioned, secondary to prolonged bed rest, and was discharged to a skilled nursing unit. No add'l info is available.

Manufacturer narrative:
Study event.